Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5057532) in united states on 12-nov-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer reported as she has a long history of migraine she wanted to be sure the procedure would not increase the frequency, duration or pain level of the migraines. Shortly after the procedure, the migraines did all of the above. On 2013 was when the migraine went intractable. She was hospitalized 3 times in 2013 to try to break the cycle but none of the treatments were successful and she remained in an intractable state at time of the report, not even one day without a migraine for almost two years. In addition, she was diagnosed with fibromyalgia and endometriosis in 2014. She was treated at a local ER (emergency room) for undiagnosed left flank pain in 2014 and had a hysterectomy in (B)(6) 2014 which left her with only the right ovary; she was unable to kept the left ovary. She was let go from her job in 2014 due to her health. Despite removal of essure, she remained in a state of intractable migraine which may never change as the longer she remain in the state of chronic, daily, intractable migraine the less likely treatments will be able to break that cycle. No medication has helped with the treatment of fibromyalgia and despite near yearly pelvic exams, she had never been diagnosed with endometriosis prior to 2014. She stated her life changed dramatically since she had the essure procedure; she rarely drive or even leave her house; she was no longer able to plan anything as she never know how bad the pain will be from one day to the next. Hospitalization and disability/ permanent damage were mentioned as event outcome. Ptc investigation result was received on 04-jan-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 13-jan-2016: follow-up attempts were done with no response to date. Legal claim received on 04-may-2016 (upgraded to incident): the plaintiff had essure inserted for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced an increase in the frequency, duration and pain level of the migraines / migraine went intractable. She also was diagnosed with endometriosis and underwent a hysterectomy and left oophorectomy 15 months after essure insertion. She had essure device removed due to complications. These events, except for medical device removal, are unlisted in the reference safety information for essure. In the present case, the consumer had a previous history of migraine, which aggravated during essure use. Given the pathophysiology of migraine, the local effect of essure in the fallopian tubes, and considering that the migraine did not improve after essure removal, causality was assessed as unrelated. The consumer had left flank pain and was diagnosed with endometriosis. She had a hysterectomy and left oophorectomy. Endometriosis etiology is likely the combination of various factors including retrograde menstruation, immunologic dysfunction, metaplastic conversion of coelomic epithelium, and remnant mullerian cells. Considering the pathophysiology of this event and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Although the reason for essure removal was not informed, considering that essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information, no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 12-nov-2015. The most recent information was received on 27-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), the second episode of migraine ("increase the frequency, duration and pain level of the migraines / migraine went intractable") and endometriosis ("endometriosis") in a 40-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, sinus pain, sore throat, sinus pressure, sensation of block in ear, allergic rhinitis, cholecystectomy and multiparous. Concurrent conditions included migraine, obesity, depression, essential hypertension, anxiety, insomnia, allergic rhinitis, nasopharyngitis, photophobia, vomiting, constipation, melena, shortness of breath, anaphylaxis, endometriosis, hypertension, stress, biopsy peritoneum, adhesion and partial removal ovary. Concomitant products included medroxyprogesterone acetate (depo-provera) from 11-jun-2013 to 25-nov-2013 for birth control as well as norethisterone (ortho micronor-28) from 25-nov-2013 to 21-jan-2014. On (B)(6) 2013, the patient had essure inserted. In 2014, 2 years 10 months after insertion and 1 year 7 months after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem or changes"), pollakiuria ("urinary problems or changes/having to go more frequently"), the first episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6) 2014, the patient experienced rash papular ("red bumps on legs and arms"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant) with flank pain. On (B)(6) 2016, the patient experienced pelvic adhesions ("tubal adhesions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of migraine (seriousness criteria hospitalization and disability), rash ("rashes"), skin disorder ("skin condition"), perineal pain ("perineal pain") and scar ("extensive scar tissue had formed on left side"). The patient was treated with tropicamide, venlafaxine, candesartan, indometacin (indomethacin), promethazine, surgery (salpingectomy (bilateral removal of fallopian tubes) & oophorectomy, on (B)(6) 2014 hysterectomy(full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, endometriosis, fibromyalgia, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, pollakiuria, headache, nausea, dysmenorrhoea, fatigue, weight increased, pelvic adhesions, perineal pain, rash papular and scar outcome was unknown, the last episode of migraine had not resolved and the dyspareunia was resolving. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, nausea, pelvic adhesions, pelvic pain, perineal pain, pollakiuria, rash, rash papular, scar, skin disorder, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: after insertion, trailing coils were : left: 1 right: 4 on (B)(6) 2014, la vh, left salpingo-oophorectomy with right salpingectomy and right oopheropexy. Extensive peritoneal resection of suspected endometriosis. Anterior colporrhaphy. Uterosacral colposuspension with enterocele repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. On (B)(6) 2015, hysterosalpingogram revealed bilateral occlusion of fallopian tube. Bilateral tubal microinserts were present; the proximal inserts were within the interstitial segments. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, nausea, fibromyalgia, pelvic pain, fatigue, weight increased, pelvic adhesions, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057532) on 12-nov-2015. The most recent information was received on 27-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain/ihave been having a lot of pain'), uterine infection ('uterine infection'), genital haemorrhage ('abnormal bleeding (general)'), migraine aggravated ('increase the frequency, duration and pain level of the migraines / migraine went intractable') and endometriosis ('endometriosis') in a 40-year-old female patient who had essure (batch no. A66684/869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, sinus pain, sore throat, sinus pressure, sensation of block in ear, allergic rhinitis, cholecystectomy and multiparous. On (B)(6) 2015, hysterosalpingogram revealed bilateral occlusion of fallopian tube. Bilateral tubal microinserts were present; the proximal inserts were within the interstitial segments. Concurrent conditions included migraine, obesity, depression, essential hypertension, anxiety, insomnia, allergic rhinitis, nasopharyngitis, photophobia, vomiting, constipation, melena, shortness of breath, anaphylaxis, endometriosis, hypertension, stress, biopsy peritoneum, adhesion and partial removal ovary. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as ammonium lactate, clonazepam (klonopin), diazepam, diclofenac sodium, dicycloverine hydrochloride (bentyl), eluxadoline (viberzi), escitalopram oxalate (lexapro), famotidine, folic acid, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, loperamide hydrochloride (imodium), loratadine, mupirocin, norethisterone (ortho micronor-28) from (B)(6) 2013 to (B)(6) 2014, pregabalin (lyrica), tizanidine hydrochloride (zanaflex), vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of fibromyalgia ("fibromyalgia"), 2 years 10 months after insertion and 1 year 7 months after removal of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pollakiuria ("urinary problems or changes/having to go more frequently"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping with period"), the first episode of fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rash papular ("red bumps on legs and arms"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant) with flank pain. On (B)(6) 2016, the patient experienced pelvic adhesions ("tubal adhesions"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine aggravated (seriousness criteria hospitalization and disability), rash ("rashes"), skin disorder ("skin condition"), bladder disorder ("bladder problem or changes"), migraine headache ("migraines/ migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), perineal pain ("perineal pain"), scar ("extensive scar tissue had formed on left side"), abdominal pain upper ("intestinal stomach pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), back pain ("back pain"), alopecia ("hair loss"), irritable bowel syndrome ("caused ibs to exacerbate worse to point of disability"), the second episode of fatigue ("fatigue"), vision blurred ("vision/eye problems type: blurry vision/ focus issues/ haziness"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), neuralgia ("nerve pain"), tooth disorder ("dental problems"), urinary tract disorder ("urinary problems or changes"), furuncle ("boils (about 20)"), autoimmune arthritis ("autoimmune disorder type of disorder:arthritis"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b 12 deficiency"), the second episode of fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), urinary tract infection ("infection type: urinary many times"), crying ("crying spells"), depression ("depression"), hirsutism ("hair growth under chin"), ovarian enlargement ("ovaries were enlarged") and systemic lupus erythematosus ("systemic lupus") and underwent tooth extraction ("many teeth removed"). The patient was treated with candesartan, promethazine, tropicamide, venlafaxine, and surgery (salpingectomy (bilateral removal of fallopian tubes) & oophorectomy, on (B)(6) 2014 hysterectomy(full) and oopeherectomy unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, endometriosis, rash, skin disorder, bladder disorder, pollakiuria, headache, nausea, dysmenorrhoea, weight increased, pelvic adhesions, perineal pain, rash papular, scar, abdominal pain upper, arthralgia, pain in extremity, back pain, tooth extraction, alopecia, irritable bowel syndrome, the last episode of fatigue, vision blurred, vaginal discharge, allergy to metals, neuralgia, tooth disorder, urinary tract disorder, furuncle, autoimmune arthritis, vitamin d deficiency, vitamin b12 deficiency, the last episode of fibromyalgia, anxiety, urinary tract infection, crying, depression, mood swings, hirsutism, ovarian enlargement and systemic lupus erythematosus outcome was unknown, the migraine aggravated had not resolved and the migraine headache and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, back pain, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, endometriosis, furuncle, genital haemorrhage, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine aggravated, mood swings, nausea, neuralgia, ovarian enlargement, pain in extremity, pelvic adhesions, pelvic pain, perineal pain, pollakiuria, rash, rash papular, scar, skin disorder, systemic lupus erythematosus, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency, weight increased, the first episode of fatigue, the first episode of fibromyalgia, migraine headache, the second episode of fatigue and the second episode of fibromyalgia to be related to essure. The reporter commented: after insertion, trailing coils were : left: 1 right: 4 on (B)(6) 2014, la vh, left salpingo-oophorectomy with right salpingectomy and right oopheropexy. Extensive peritoneal resection of suspected endometriosis. Anterior colporrhaphy. Uterosacral colposuspension with enterocele repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, nausea, fibromyalgia, pelvic pain, fatigue, weight increased, pelvic adhesions, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all the information from case (B)(4) was merged into case no (B)(4). Reporters, concomitant drugs and events were added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic pelvic pain/I have been having a lot of pain'), uterine infection ('uterine infection'), genital haemorrhage ('abnormal bleeding (general)'), migraine aggravated ('increase the frequency, duration and pain level of the migraines / migraine went intractable') and endometriosis ('endometriosis') in a 40-year-old female patient who had essure (batch no. A66684,869760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, sinus pain, sore throat, sinus pressure, sensation of block in ear, allergic rhinitis, cholecystectomy and multiparous. On (B)(6) 2015, hysterosalpingogram revealed bilateral occlusion of fallopian tube. Bilateral tubal microinserts were present; the proximal inserts were within the interstitial segments. Concurrent conditions included migraine, obesity, depression, essential hypertension, anxiety, insomnia, allergic rhinitis, nasopharyngitis, photophobia, vomiting, constipation, melena, shortness of breath, anaphylaxis, endometriosis, hypertension, stress, biopsy peritoneum, adhesion and partial removal ovary. Concomitant products included medroxyprogesterone acetate (depo-provera) from 11-jun-2013 to 25-nov-2013 for birth control as well as ammonium lactate, clonazepam (klonopin), diazepam, diclofenac sodium, dicycloverine hydrochloride (bentyl), eluxadoline (viberzi), escitalopram oxalate (lexapro), famotidine, folic acid, gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ibuprofen, loperamide hydrochloride (imodium), loratadine, mupirocin, norethisterone (ortho micronor-28) from 25-nov-2013 to 21-jan-2014, pregabalin (lyrica), tizanidine hydrochloride (zanaflex), vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced the first episode of fibromyalgia ("fibromyalgia"), 2 years 10 months after insertion and 1 year 7 months after removal of essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pollakiuria ("urinary problems or changes/having to go more frequently"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping with period"), the first episode of fatigue ("fatigue") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced rash papular ("red bumps on legs and arms"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In december 2014, the patient experienced endometriosis (seriousness criterion medically significant) with flank pain. On (B)(6) 2016, the patient experienced pelvic adhesions ("tubal adhesions"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine aggravated (seriousness criteria hospitalization and disability), rash ("rashes"), skin disorder ("skin condition"), bladder disorder ("bladder problem or changes"), migraine headache ("migraines/ migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), perineal pain ("perineal pain"), scar ("extensive scar tissue had formed on left side"), abdominal pain upper ("intestinal stomach pain"), arthralgia ("joint pain"), pain in extremity ("leg pain"), back pain ("back pain"), alopecia ("hair loss"), irritable bowel syndrome ("caused ibs to exacerbate worse to point of disability"), the second episode of fatigue ("fatigue"), vision blurred ("vision/eye problems type: blurry vision/ focus issues/ haziness"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), neuralgia ("nerve pain"), tooth disorder ("dental problems"), urinary tract disorder ("urinary problems or changes"), furuncle ("boils (about 20)"), autoimmune arthritis ("autoimmune disorder type of disorder:arthritis"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b 12 deficiency"), the second episode of fibromyalgia ("fibromyalgia"), anxiety ("anxiety"), urinary tract infection ("infection type: urinary many times"), crying ("crying spells"), depression ("depression"), hirsutism ("hair growth under chin"), ovarian enlargement ("ovaries were enlarged") and systemic lupus erythematosus ("systemic lupus") and underwent tooth extraction ("many teeth removed"). The patient was treated with candesartan, promethazine, tropicamide, venlafaxine, and surgery (salpingectomy (bilateral removal of fallopian tubes) & oophorectomy, on (B)(6) 2014hysterectomy(full) and oopeherectomy unilateral). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the genital haemorrhage, endometriosis, rash, skin disorder, bladder disorder, pollakiuria, headache, nausea, dysmenorrhoea, weight increased, pelvic adhesions, perineal pain, rash papular, scar, abdominal pain upper, arthralgia, pain in extremity, back pain, tooth extraction, alopecia, irritable bowel syndrome, the last episode of fatigue, vision blurred, vaginal discharge, allergy to metals, neuralgia, tooth disorder, urinary tract disorder, furuncle, autoimmune arthritis, vitamin d deficiency, vitamin b12 deficiency, the last episode of fibromyalgia, anxiety, urinary tract infection, crying, depression, mood swings, hirsutism, ovarian enlargement and systemic lupus erythematosus outcome was unknown, the migraine aggravated had not resolved and the migraine headache and dyspareunia was resolving. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, autoimmune arthritis, back pain, bladder disorder, crying, depression, dysmenorrhoea, dyspareunia, endometriosis, furuncle, genital haemorrhage, headache, hirsutism, irritable bowel syndrome, menorrhagia, migraine aggravated, mood swings, nausea, neuralgia, ovarian enlargement, pain in extremity, pelvic adhesions, pelvic pain, perineal pain, pollakiuria, rash, rash papular, scar, skin disorder, systemic lupus erythematosus, tooth disorder, tooth extraction, urinary tract disorder, urinary tract infection, uterine infection, vaginal discharge, vaginal haemorrhage, vision blurred, vitamin b12 deficiency, vitamin d deficiency, weight increased, the first episode of fatigue, the first episode of fibromyalgia, migraine headache, the second episode of fatigue and the second episode of fibromyalgia to be related to essure. The reporter commented: after insertion, trailing coils were : left: 1 right: 4 on (B)(6) 2014, la vh, left salpingo-oophorectomy with right salpingectomy and right oopheropexy. Extensive peritoneal resection of suspected endometriosis. Anterior colporrhaphy. Uterosacral colposuspension with enterocele repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, nausea, fibromyalgia, pelvic pain, fatigue, weight increased, pelvic adhesions, endometriosis. Lot number:869760. Manufacture date:2011/06. Expiration date:2014/06. Lot number:a66684. Manufacture date:2012/11. Expiration date:2015/11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057532) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), the first episode of migraine ("increase the frequency, duration and pain level of the migraines / migraine went intractable") and endometriosis ("endometriosis") in an adult female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Concurrent conditions included migraine, obesity, depression, essential hypertension, anxiety and insomnia. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6)2013 for birth control as well as norethisterone (ortho micronor-28) from (B)(6)2013 to (B)(6)2014. On (B)(6)2013, the patient had essure inserted. In 2014, the patient experienced endometriosis (seriousness criterion medically significant) with flank pain and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of migraine (seriousness criteria hospitalization and disability), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), skin disorder ("skin condition"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), the second episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), pelvic adhesions ("tubal adhesions") and perineal pain ("perineal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) & oophorectomy (bilateral removal of ovaries)) and surgery. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, endometriosis, fibromyalgia, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, pelvic adhesions and perineal pain outcome was unknown and the last episode of migraine had not resolved. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, nausea, pelvic adhesions, pelvic pain, perineal pain, rash, skin disorder, urinary tract disorder, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion current weight 225 lbs. Approximate weight at the time of essure placement 192 lbs most recent follow-up information incorporated above includes: on (B)(6)2018: pfs, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- pelvic pain,genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, dusmenorrhoea, dyspareunia, fatigue, weight increased, pelvic adhesions, perineal pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5057532) on 12-nov-2015. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / chronic pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), the second episode of migraine ("increase the frequency, duration and pain level of the migraines / migraine went intractable") and endometriosis ("endometriosis") in a 40-year-old female patient who had essure (batch no. A66684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, sinus pain, sore throat, sinus pressure, sensation of block in ear, allergic rhinitis, cholecystectomy and multiparous. Concurrent conditions included migraine, obesity, depression, essential hypertension, anxiety, insomnia, allergic rhinitis, nasopharyngitis, photophobia, vomiting, constipation, melena, shortness of breath, anaphylaxis, endometriosis, hypertension, stress, biopsy peritoneum, adhesion and partial removal ovary. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2013 to (B)(6)2013 for birth control as well as norethisterone (ortho micronor-28) from (B)(6)2013 to (B)(6)2014. On (B)(6)2013, the patient had essure inserted. In 2014, 2 years 10 months after insertion and 1 year 7 months after removal of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem or changes"), pollakiuria ("urinary problems or changes/having to go more frequently"), the first episode of migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced fibromyalgia ("fibromyalgia"). In (B)(6)2014, the patient experienced rash papular ("red bumps on legs and arms"). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2014, the patient experienced endometriosis (seriousness criterion medically significant) with flank pain. On (B)(6)2016, the patient experienced pelvic adhesions ("tubal adhesions"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of migraine (seriousness criteria hospitalization and disability), rash ("rashes"), skin disorder ("skin condition"), perineal pain ("perineal pain") and scar ("extensive scar tissue had formed on left side"). The patient was treated with tropicamide, venlafaxine, candesartan, indometacin (indomethacin), promethazine, surgery (salpingectomy (bilateral removal of fallopian tubes) & oophorectomy, on (B)(6)2014 hysterectomy(full)) and surgery. Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved, the genital haemorrhage, endometriosis, fibromyalgia, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, pollakiuria, headache, nausea, dysmenorrhoea, fatigue, weight increased, pelvic adhesions, perineal pain, rash papular and scar outcome was unknown, the last episode of migraine had not resolved and the dyspareunia was resolving. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, nausea, pelvic adhesions, pelvic pain, perineal pain, pollakiuria, rash, rash papular, scar, skin disorder, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: after insertion, trailing coils were : left: 1 right: 4 on (B)(6)2014, la vh, left salpingo-oophorectomy with right salpingectomy and right oophoropexy. Extensive peritoneal resection of suspected endometriosis. Anterior colporrhaphy. Uterosacral colposuspension with enterocele repair. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. On (B)(6)2015, hysterosalpingogram revealed bilateral occlusion of fallopian tube. Bilateral tubal microinsertion were present; the proximal inserts were within the interstitial segments. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: migraine, nausea, fibromyalgia, pelvic pain, fatigue, weight increased, pelvic adhesions, endometriosis. Most recent follow-up information incorporated above includes: on 10-aug-2018: plaintiff fact sheet received:events added: red bumps on legs and arms and extensive scar tissue had formed on left side. Event onset date was updated. Pt urinary disorder changed to pollakiuria. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.